Event description:
It was reported that during a colectomy procedure, at the moment of putting the reload into the stapler, one of its parts was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge damaged the analysis results found that a reload was received with the both gripping surfaces broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loaded technique. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.